Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Two months later, this lead displayed loss of capture. The patient was hospitalized. It was determined the lead had not dislodged. This lead was reprogrammed and capture was confirmed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture and was suspected dislodged. A revision procedure was performed. This lead was successfully repositioned. No adverse patient effects were reported.